Event description:
Health care professional reported that approx 33 mos post-implant, the valve was explanted due to pannus ingrowth resulting in high gradient. The valve was not returned for analysis and the md requests no add'l follow-up.